Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the elective replacement indicator (eri) message. The eri indicates that it is premature battery depletion. The next course of action is unknown at this point.